Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis on an unknown date. The customer¿s blood glucose level was around 515 mg/dl at the time of incident and current blood glucose was unknown. The customer was treated with insulin drip. The customer reported that they had symptoms such as heart racing and throwing up. The customer reported that the insulin pump was dropped and screen went black , stopped working. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.